Event description:
It was reported there was a power on reset (por) condition. The patient readjusted the belt and did an antenna locate several times but the por message continued on the recharger. It was noted the patient usually recharged every 3-4 days and that they last recharged three days prior. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).